Manufacturer narrative:
Concomitant medical products: 1458q, st jude, lead, implanted: (B)(6) 2014; 1888tc, st jude, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after they were walking and felt shocks from their cardiac resynchronization therapy defibrillator (crt-d). The clinician noted the patient had been feeling lightheaded for a few days and was symptomatic to anti-tachycardia pacing (atp). It was added the patient had received multiple shocks and suspected the therapy may have been inappropriately delivered for supra ventricular tachycardia (svt) rather than ventricular tachycardia (vt). The device remains in use at this time. No further patient complications have been reported as a result of this event.